Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Case #: (B)(4) case subject: npi 8015 stem error account name: (B)(6) medical center account #: (B)(4) asset name: 8015 pcu dom v9.33.1.2 a/b/g asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: steve had a "system on red arrow flashing" on pcu 8015 sn (B)(4) unit would not turn off, unless he unplugged power cord and remove battery. This pcu was 4.7" display, it was end of life and end of support. Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: steve was aware this pcu was end of life and end of support. I recommended him to replace logic. Steve would retire the unit because logic board is no longer available.